Event description:
During a surgical third molar extraction procedure the handpiece overheated, and the patient received a second degree burn to their lip. Patient was treated for the burn injury in the ER at the time of the incident and was recommended to follow up with the burn center if necessary. The end-user has not been made aware of the need for additional medical treatment or complications from the injury since the incident.the end-user was not able to identify the handpiece serial number involved in the incident but is one of three they have at the location. Since the specific handpiece serial number cannot be identified, three reports will be made. [This is report 2 of 3, please see MDR 2024-00006, 2024-00008 for specific device information].